Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported the bd micro fine plus¿ insulin pen needle clogged prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: ¿the needle was clog.¿

Manufacturer narrative:
H.6. Investigation summary one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320136. Clog testing was carried out as per tp700483 and a clog was observed. Investigation conclusion clog testing was carried out as per tp700483 and a clog was observed. No DHR review can be carried out as lot number is unknown. Root cause description ftir analysis was carried out on the returned sample and the issue was found to be an insulin clog. Rationale based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. H3 other text : see section h.10.

Event description:
It was reported the bd bd micro fine plus¿ insulin pen needle clogged prior to use. The following information was provided by the initial reporter, translated from japanese to english. Verbatim: ¿the needle was clog.¿.